Event description:
The surgeon had performed a successful partial knee arthroplasty case using the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. On (B)(6)2012, mako was informed that the pt experienced a femoral pin-site fracture while walking down the stairs, apparently against the advisement of physical therapists. The pt was treated with a femoral rod. The surgeon felt the event as a factor of the pt's age.

Manufacturer narrative:
As part of normal complaint f/u, an eval was initiated by mako surgical with regard to this event. No preliminary results are currently available. The surgeon stated that the incident was likely caused by the pt's age.